Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported the introducer was cut to extract the ipg.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, intra-operatively, the leadless implantable pulse generator (ipg) was 'replaced' three times for not obtaining appropriate electrical measurements, then the entire system was removed due to suspicion of a clot on the cathode. The system was cleaned and inserted again and relocated twice. When the measurements were satisfactory, the thread was cut, and there was a lot of resistance on the thread to remove it, which cause the device to displaced, causing issues undersensing r wave, fall in impedance and no capture. The system was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Other relevant device(s) are: brand name: micra, model: mc1vr01-delsys, expiration date: 28-jul-2020, serial #: (B)(4), UDI #: (B)(4). Device available for evaluation: no. Device manufacture date: 11-feb-2019. Labeled for single use: yes. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, intra-operatively, the leadless implantable pulse generator (ipg) was 'replaced' three times for not obtaining appropriate electrical measurements, then the entire system was removed due to suspicion of a clot on the cathode. The system was cleaned and inserted again and relocated twice. When the measurements were satisfactory, the thread was cut, and there was a lot of resistance on the thread to remove it, which cause the device to displaced, causing issues undersensing r wave, fall in impedance and no capture. The system was explanted and replaced. No patient complications have been reported as a result of this event.